Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage was noted in the distal region. Struts were found to be lifted from their crimped stent position. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29sep2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was aborted. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.